Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported having repeated e4 (occlusion) errors and e10 (cartridge error) alerts. Patient reported having an elevated blood glucose level with a reading around 30 mmol/l (540 mg/dl) that required treatment by a physician. Patient stated after switching to a new infusion device, the issue was resolved. No further information is available. Requested return of the alleged infusion device for evaluation.